Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was returned following elective replacement. Later, the device was retrieved from archives for additional testing of the capacitors.